Event description:
It was reported that an atrial lead warning tripped the same day the patient had heart valve surgery. Weeks later, the lead was pacing and sensing appropriately with good impedances. It was noted that the device was a unipolar-dedicated device. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 850 competitor implantable pacing lead, (B)(6) 1984. (B)(4).